Manufacturer narrative:
(B)(4). Device disposed of.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss in (B)(6) 2016 (specific date not reported).